Event description:
It was reported by the operator of the system 9900 that the images flicker and the unit shut off by itself. There was no report of patient involvement and no patient information given.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was discovered that the footswitch connector was not fully engaged, which may cause the image to flicker due to interrupted xrays. The system had recently been moved to a different location temporarily. The system was tested and found to be working as intended and placed back into service.